Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed. The clear outer sheath of the stent was kinked at the proximal end of the stent. The distal handle was detached from the outer sheath and the outer sheath was accordioned. During analysis, it was possible to retract the outer sheath by hand and deploy the stent. No issues were noted with the profile of the stent. The inner lumen was kinked. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stenting procedure for an obstruction in the sigmoid colon, performed on (B)(6), 2010. According to the complainant, the stent was being placed for a malignant stricture located 40 to 50cm in the colon. The anatomy was reported as tortuous. While attempting to deploy the stent, there was a huge amount of friction noted, and the stent was unable to be deployed. During further attempts to deploy the stent, the white handle detached from the blue catheter, and the stent completely failed to deploy. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable", and the event was resolved.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stenting procedure for an obstruction in the sigmoid colon, performed on (B)(6), 2010. According to the complainant, the stent was being placed for a malignant stricture located 40 to 50cm in the colon. The anatomy was reported as tortuous. While attempting to deploy the stent, there was a huge amount of friction noted, and the stent was unable to be deployed. During further attempts to deploy the stent, the white handle detached from the blue catheter, and the stent completely failed to deploy. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable", and the event was resolved.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.